Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu3017 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the polyurethane appeared to be torn at the suture wings. It caused the PICC to leak and the dressing was soiled a day after the dressing was changed and that is how it was noted to be leaking. They had previously reported an occlusion and had treated it for that.

Event description:
It was reported that the polyurethane appeared to be torn at the suture wings. It caused the PICC to leak and the dressing was soiled a day after the dressing was changed and that is how it was noted to be leaking. They had previously reported an occlusion and had treated it for that.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appeared to be associated with use. One 4fr dual-lumen (d/l) powerpicc sv was returned for investigation. The catheter exhibited evidence of use. Non-vad injection caps were attached to the connectors. Material that was consistent with tape residue was observed on the extension legs and bifurcation. The catheter extended 9mm beyond the 13cm depth mark. A microscopic examination revealed a tear in the bifurcation at the proximal end of each wing. One tear exposed the non-power injectable lumen. The adjoining surfaces of the torn material were smooth and granular. A functional test revealed that the lumens were patent to infusion. When water was flushed through the lumen with the white connector (non-power injectable), fluid leaked from the tear at the bifurcation and wing. No fluid leaked from the power injectable lumen. Manipulation of the catheter, for example, pulling or twisting the wings can cause the material to tear. Due to the evidence of use, it appeared that the tear developed over time. It was reported that the leak was observed a day after the dressing was changed. A lot history review (lhr) of redu3017 showed no other similar product complaint(s) from this lot number.